Event description:
The patient was enrolled in the prove acurate neo2 post market safety and performance surveillance in aortic stenosis investigator sponsored research study with patient identifier (B)(6). It was reported that vessel occlusion and dissection occurred. Procedure summary: during a transcatheter aortic valve replacement (tavr) procedure vascular access was obtained via a right transfemoral approach. A 14f isleeve introducer sheath was placed and an unknown guidewire was advanced into position. A size medium acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds). The acurate neo2 valve was released at the intended location and the tavr procedure was successfully concluded. Event summary: after completion of the tavr procedure, angiography identified an occlusion of the right femoral artery. Interventional recanalization was not possible and surgical intervention was performed. During vascular surgery dissection of the external iliac artery and femoral artery were identified. The dissections were treated by endarterectomy and mesh repair and a blood transfusion was required. The physicians attributed the vascular occlusion to the femoral artery dissection. Patient status: nine (9) days post index procedure the patient was discharged. The patient has fully recovered.